Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 2,000 ohms. Device programming changes were made for optimization and measurements were within normal limits. No adverse patient effects were reported. The device remains in service. It was reported additionally, that this rv lead was surgically abandoned due to suspected mineralization at the tip. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 2,000 ohms. Device programming changes were made for optimization and measurements were within normal limits. No adverse patient effects were reported. The device remains in service.